Manufacturer narrative:
No patient information was provided at the time of this report. The perfusionist reported having two prior issues with the console. The first during bypass and the second while priming the machine. No details were provided as to what those issues were. A field service engineer will travel to the facility to investigate the issue. A follow up medwatch will be filed if additional information becomes available.

Event description:
A report was received from (B)(6) regarding an issue encountered with the mps console displaying error message "high inlet pressure". The console could not be used and was removed from service. No patient complications reported.

Manufacturer narrative:
The console was evaluated and the alleged issue could not be duplicated or confirmed. The console passed all operational verification tests and functioned as intended.